Event description:
Device displayed battery exhausted message. No reported pt involvement, condition was noticed during testing of device. Service rep duplicated reported condition. Device was repaired and proper operation was confirmed.